Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 55239, that is marked domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
The complainant reported the "pump read that all feed had gone through, but nothing had been delivered and pump did not alarm". Her son's feedings consists of paediasure (280 ml), duocal (45g) and seravit (10g) due to a medical history of urea cycle disorder. He had to be hospitalized for five days.

Manufacturer narrative:
The testing and investigation results did not confirm the complaint of under delivery. The pump delivered a 100% accuracy which is within specification of the pump.